Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue but was unable to duplicate in testing. During testing it was found the nibp cuff had a leak and replacement was recommended. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information.

Event description:
The customer contacted stryker to report their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.